Event description:
During crrt therapy while blood was being administered, nurse smelled something burning, saw a little smoke, and noticed that rubber blood warmer tubing had a 4-6 mm hole burned in it. Incident did not reach patient.